Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "do not apply excessive force to the pusher actuator." Evaluation of the returned device found the visible fracture artifacts suggest a fast fracture due to a bending overload. The user facility was notified of the event on (B)(6), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report filed (B)(6), 2011.

Event description:
It was reported that patient underwent rotator cuff repair procedure utilizing a suture passer on (B)(6), 2011. During the procedure, a piece fractured off the suture passer and fell into the patient. The surgeon used a grasper to remove the fractured piece. There was no injury to the patient or delay to the procedure as a result.